Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/9/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an9106, and no non conformances / manufacturing irregularities were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: two suture needles were for fractographic evaluation. The component was identified as product code 3215t. It was requested that hsa assess the fracture mode of the needles. A fracture was not observed on either needle therefor no additional analysis was performed. The evaluation revealed the needles were not fractured. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event describes 1 needle that broke. Two needles that were not broken were returned for evaluation. Please confirm: how many needles were reported to have broken during use on the patient? Why were 2 needles returned?

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to locate and retrieve the broken needle piece?. Please provide the procedure name. Did the patient experience any adverse consequences due to this issue?.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.